Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer stated that the buttons may have been pressed down for three minutes or more. Customer's blood glucose reading at the end of the call was 142 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.